Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic displaying ventricular tachycardia with subsequent bradycardia. Symptoms could not be confirmed as the patient is an infant. It was noted that device pacing decreased following premature ventricular contractions (pvcs) for one cycle before returning to normal set values. Oversensing was suspected. R wave amplitude was elevated. Programming changes to reduce sensitivity were not made as the device was already programmed at the maximum rate. The patient was to be monitored by regular visits in clinic.